Manufacturer narrative:
This report is submitted on march 14, 2020.

Manufacturer narrative:
This report is submitted on august 09, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted (B)(6) 2019.